Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A site representative, service line coordinator, reported that while in a cranial procedure, their navigation system camera was unable to recognize the bronze patient reference frame - the camera was only able to recognize the black reference frame which was showing red. The black reference frame was able to be seen, however, could not affix it to the articulating arm. The surgeon opted to discontinue the use of the navigation system and the imaging system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.

Manufacturer narrative:
Correction to manufacturer contact information provided. A medtronic representative reported that he was able to load the bronze patient tracker after installing the correct tools database file. He demonstrated and explained this to the site staff. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.